Manufacturer narrative:
This device was returned to mmdg and was evaluated. Volumetric testing was attempted, but could not be completed due to the device alarming an error code. Because of this mmdg was not able to confirm the complaint. The pump was repaired and returned.

Event description:
The initial reporter stated that the device had a low flow issue. No other information was available and there was no indication of patient involvement. (B)(4).